Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s incision site was oozing with pus coming out the ipg site and started splitting open. The physician gave the patient antibiotics. The patient had infection which was believed to be procedure related. The patient underwent an explant procedure.